Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the pt contacted lifescan and reported that his one touch ultra meter was failing control solution tests. There is no allegation of harm or serious injury. The results of 128 mg/dl, and 132 mg/dl were provided as the control solution tests that failed high outside the range. It was verified during troubleshooting that the meter was set in the right unit of measurement and the meter was coded correctly. The pt was using the correct control solution, and the test strips were in good condition and within the expiration date. The control solution was also open less than the discard date. He did not receive any medical attention or treatment. Based on the info provided, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. This case is reported as a product malfunctioned because the control solution test failed twice. A replacement meter, test strips, and control solution were sent to the pt.